Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: tevar procedure using a different manufacturers 22fr sheath (24.3fr od, 8.3mm). Femoral artery measured 7-8mm at the femoral head. Closed using a manta 18fr system. Procedure went great and the other manufacturer's sheath was removed. Pressure was held as the manta was inserted. When the dilator was removed from the manta sheath bleeding was noted, assuming it was bleeding from around the manta sheath d/t the 4fr size difference. A hematoma was forming as the manta device was placed into the sheath/valve. The hematoma was notable, and the physician was ready to close. We were planning to pull back to 7cm but decided to pull to 8-9 cm with the expanding hematoma. Deployment was as per normal without difficulty, but it was immediately very apparent a seal was not made with manta. Bleeding continued from the track and the hematoma continued to expand. (From pulling the other manufacturer's sheath to the manta deployment was fast at ~25 seconds). Pressure was again held at the arteriotomy site to control bleeding. Anesthesia also started asking questions due to falling b/p. The ir md was easily able to get a wire and catheter up and over the bifurcation and place an 8mm balloon in the external iliac to tamponade/control hemorrhage. The attending surgeon began a cut down procedure. Anesthesia was able to control b/p with fluids. No blood product was given. Once the groin was opened the manta was discovered just outside the artery. It was removed and the artery was closed surgically. The ir md then decided to do another angio to again assess the artery post-surgical repair. On this run the entire artery was found to be occluded at the level of the profunda. The surgeon then had to open the artery below the original arteriotomy site to remove the obstruction which turned out to be a 5-6cm segment of the intimal wall of the common femoral artery. This intimal segment was torn loose from the artery and floated down to the bifurcation becoming trapped. At this point the ir md let us all know that he had felt several "popping" or tearing sensations when he first placed/inserted the other manufacturer's sheath. He said that this must have been the intimal wall tearing loose. The intimal segment was removed from the artery, and it was closed. The final angio now looked good. The patient was taken to recovery and in good condition. The ir md and surgeon did not blame manta for any failure and said that the other manufacturer's sheath tore the artery on the way in. Which retrospectively most likely causing the excessive arteriotomy bleeding during the manta insertion and deployment. The ir md also said that "if the manta had worked the patient would have gone to the floor with a cold leg" and would have had to come back emergently. B/p was 120's, act 260 +/- at closure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar, an 18f manta was deployed for closure in the right common femoral artery (cfa). Activated clotting time prior to closure was 260, no protamine was administered. A central positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 7.4mm, and a depth measurement of 6cm+1cm. While inserting the 22f (24.3f od) procedural sheath, the physician encountered a popping feeling while attempting to advance. The physician noted he felt several popping and tearing sensations while attempting to place the 22f procedural sheath. It was later noted, the intimal wall of the artery was tearing loose. Following the initial procedure, pressure was held while the manta was inserted. Bleeding was noted when the dilator was removed from the sheath. The physician assumed the bleeding was due to the 4f difference between the procedural and manta sheaths. Step 1 of the arteriotomy location procedure in the IFU indicates: if there is bleeding visualized around the depth locator, the measurement may be inaccurate due to the access site being too large. Do not proceed with manta closure. As the manta closure was being inserted into the sheath hub, a hematoma was rapidly developing. The IFU specifically indicates the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation. Initially the physician planned to pull back to the measured depth of 7cm but choose to pull back to 8-9cm to compensate for the hematoma. Following deployment, the bleeding continued from the tract, and the hematoma continued to increase. Pressure was applied, and the patients bp began to drop. A contralateral wire and catheter were placed over the bifurcation in the external iliac to balloon tamponade. Fluids were administered which controlled and improved the patient's bp. The surgeon was called in for a cut down which revealed the manta outside the artery. The manta was explanted, and the artery was surgically repaired. A second post angiogram revealed the entire artery was occluded at the level of the profunda. The surgeon opened the artery posterior to the first access site to remove the obstruction which was found to be a 5-6cm segment of the intimal wall of the cfa. The segment of intimal wall was torn loose from the artery and travelled down to the bifurcation and became caught. The intimal segment was removed, the artery was repaired and closed. A final angiogram looked good, and the patient was transferred to recovery. The surgeon did not blame manta for any failure and mentioned the excessive bleeding occurred during manta deployment was caused by the artery tear and not manta. Multiple causes for tract deployment have been established; the exact cause for this tract deployment is possibly due to the existing tear in the artery causing the manta not to position correctly and adhere to the artery wall. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Procedural requirements indicate activated clotting time (act) should be below 250 prior to closure. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage & vessel laceration or trauma.